Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from united kingdom reported that she obtained a blood glucose reading of 10 mmol/l at 11:58 a.m. With the contour next one meter. The customer was experiencing symptoms of hypoglycemia which were described as having cold feet, feeling shaky, faint and dizzy. The customer consumed glucose gel, a sandwich and some crisps after which she recovered well. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour next one meter and in-house contour next test strips from lot # 2fpeg11b using blood sample, which gave a satisfactory performance. Additionally, the in-house contour next one meter and in-house contour next test strips were tested with the in-house contour next control solution, which gave a satisfactory performance.